Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed on product. One (1) photo was provided for evaluation. The reported issue could not be confirmed as no product sample was received and no defects were found in photo received for evaluation.. If the product is returned, the manufacturer will reopen this complaint for further investigation. No corrective action is required since the complaint was not confirmed.

Event description:
Additional information received 14-oct-2021: event date: 7-oct-2021, was in use with patient, medical intervention was tube changed.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data b1: product problem.

Event description:
It was reported that after a patient was intubated it was noted the cuff would not hold air. After a tube exchange was completed the first tube was examined. Pin hole leak of air at the top of the balloon was not visible to the naked eye, but was noted after the cuff was submerged in water and re-inflated. Medical intervention was tube change. No further adverse patient effects were reported.